Manufacturer narrative:
Additional MDR's associated with this article: 3025141-2019-00001: case 1, 3025141-2019-00002: case 2, 3025141-2019-00003: case 3.

Event description:
Patient developed metatarsalgia and the screw loosened, became prominent. The screw had to be removed at 9 weeks post op. From: fixation of the first metatarsal basal osteotomy using acutrak screw. G.e. Fadel md frcs tr orth, s.m. Hussain frcs, s. Sripada frcs tr & orth, a.s. Jain frcs. Foot and ankle surgery; 1268-7731; 2007.